Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had four bands attached. The suture was broken and the ligator housing teeth were not damaged. The handle slot did not have evidence that the trip wire was secured, consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned device did not deploy all the bands as there were still four bands attached in the ligator housing, the suture was broken, and the trip wire was not secured into the handle slot. Although the returned suture thread was broken, because there is no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was initially rotated, two bands were moved within the ligator head. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6) block e1 (initial reporter address 1): (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated (referenced photos of the complaint device have been removed) based on the additional information received on january 11, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was initially rotated, two bands were moved within the ligator head. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was initially rotated, two bands were moved within the ligator head. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and show some of the bands were moved within the ligator head.

Manufacturer narrative:
A1 (additional patient identifier): (B)(6). E1 (initial reporter address 1): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.